Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Replaced the mobile view station (mvs) batteries because they were not holding charge for three minutes. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative was notified that imaging system's mobile view station (mvs) battery was not staying charged when the system was unplugged from the wall. There was no patient present when this issue was identified.